Event description:
(B) (4). It was reported that following a coronary artery drug eluting stenting treatment procedure, patient death occurred. The 90% stenosed and 25mm long de novo target lesion was located in the first obtuse marginal coronary artery with a reference vessel diameter of 2.5mm. The lesion was predilated with an unknown 2.5x15mm balloon, and the 2.75x32mm taxus express2 stent was deployed and post dilated with the stent delivery system balloon. Intravascular ultrasound confirmed that the stent was expanded well with 0% residual stenosis. The patient was discharged 2 days later. It was noted that the patient's existing condition prior to the index procedure of silent ischemia was still present. At the 1 month, 6 month, 9 month and 12 month follow up, it was reported that the patient continued to have silent ischemia. 307 days post index procedure, follow up angiography indicated 50% stenosis and 2.75mm target vessel diameter. An unknown number of days post index procedure, the patient was hospitalized for pneumonia and heart failure, and was treated with medication. However, it was reported that the patient expired 705 days post index procedure and that the subsequent death is related to the patient's condition of pneumonia and heart failure. It was noted that the patient's existing condition included heart failure which progressively worsened with age. Furthermore, it is the opinion of the physician that the event is unrelated to the taxus express2 stent.

Event description:
It was reported that the device was explanted after an implant duration of zero days. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to a paravalvular leak found after implanting the valve. The device was explanted and replaced.

Manufacturer narrative:
(B) (4). Paravalvular leak. Evaluation summary: slight gap at the copatation regions is noted at commissure 1. Cuts in the sewing ring and the sewing fabric are evident. No other inconsistencies detected or in the x-ray. Slight gap at the copatation regions; cuts in sewing ring. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), the operative report was received on 05/04/2010. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.